Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: through follow-up communications, livanova retrieved the following information: - the device has been cleaned regularly according to the instructions for use; - the hospital uses water blankets, but they are not reusable; the lines from the 3t to the water blanket are reusable and, prior to first use and since becoming operational, they have undergone the same bleach/cleaning cycles as the rest of the 3t and blue tubing; - water quality monitoring and daily h2o2 checks are applied as prescribed by the IFU; - when the device is not in use, it is stored full of water with the appropriate h2o2 quantity; - even during non-use days (e.g., weekends), h2o2 is checked daily; - h2o2 is added whenever the water in the tanks is changed (every 7 days), following the IFU. - a disposable pall-aquasafe water filter with a 0.2 m membrane or an equivalent performance filter is always used for tap water and replaced monthly as stated in the IFU. - prior to initial operation and before any storage, surfaces and water circuits are disinfected; - device surfaces are disinfected after every operation, definitely if visibly soiled, although it is possible that some cases were performed without surface disinfection between procedures. - the 3t aerosol collection set is replaced after the allowed use period; - the device is placed inside the operating room during use; - the device fan is positioned directed away from the patient; - the estimated distance between the surgical field and the device is 3¿4 meters; - the water source has been tested; following the initial positive results, water samples pre- and post-pall-aquasafe filter were sent, and results are pending. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t which resulted positive to a microbial contamination test. There was no report of any patient injury.